Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was failure of patient circuit board due to deterioration associated with the age of the device. Additionally, it was determined during the device evaluation that the lock of the video connector was damaged and the connection to the endoscope had loosened; the likely cause is wear associated with long-term repeated use, or user handling. As stated in the instructions for use, as a preventive measure to avoid damage to the video connector socket due to user handling: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. " "when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A full inspection was performed on the unit and the unit failed the inspection due to no image with series 180 scopes due to a faulty ap and dr patient board set. In addition, a worn scope socket was found, causing loose connection with scopes and camera heads.

Event description:
A user facility reported to olympus that no image was produced when using olympus series 180 scopes. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.